Manufacturer narrative:
The technician found the rocker arm was broken. The technician replaced the rocker arm to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the brake/steer caster will not hold. No pt impact.